Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal carotid artery (ica) using penumbra coil 400s (pc400s). During the procedure, a pc400 would not advance within its introducer sheath; therefore, the pc400 was removed. The procedure was completed using other coils. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 46.5 cm, 53.0 cm, 102.0 cm, 114.0 cm, 125.5 cm, 131.5 cm, 142.5 cm, 150.0 cm and 154.0 cm from the proximal end. The embolization coil had offset coil winds and was intact with its pusher assembly. Conclusion: evaluation of the returned pc400 revealed offset coil winds on the proximal end of the embolization coil. If the introducer sheath is not seated properly within the hub of the parent catheter, damage such as this may occur. This damage likely contributed to the reported inability to advance the device out of its sheath. During functional testing, the returned pc400 was able to advance in and out of its introducer sheath with minor resistance. Further evaluation revealed kinks along the pusher assembly. These damages are likely incidental to the reported complaint and may have occurred during packaging for return to penumbra. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.